Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was unresponsive and the down arrow keypad button was intermittently unresponsive. Investigation also revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be cut and torn at the contrast button; no peeling was observed. During testing, the up arrow keypad button was found to be unresponsive. The down arrow keypad button was found to be intermittently unresponsive. The ok and contrast buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).